Event description:
It was reported that the patient presented themselves to the hospital due to noise heard from the device. Due to an apparent right ventricular (rv) lead fracture there was high impedance, short ventricle-ventricle (v-v) episodes and non-sustained ventricular tachycardias (nsvt) visible as artifact on the electrogram (egm). The rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.